Manufacturer narrative:
This report is submitted october 29, 2019. - attachment: [155093 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on september 30, 2019.

Event description:
Per the surgeon, the patient was explanted (B)(6) 2019 due to an infection that was treated with antibiotics. Re-implantation is planned for later in the year.